Manufacturer narrative:
(B)(4). Date sent: 3/6/2020. D4: batch # t94p86. Investigation summary: the analysis results found that the 2h12lp device was received with the olive cap broken. In addition, the cam was missing. No functional test was performed due the condition of the device. One possible cause for the damage found on the olive cap may be excessive force applied on it. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, 11 photos were received as additional information for review and the following was noted: the 1st photo shows a trocar and the olive plug disconnected with body fluid present. The 2nd photo shows a olive plug assemble to the smooth sleeve of the obturator, the olive plug can be seen damaged. The 3rd & 4th photos show the olive plug damaged with body fluid present. The 5th, 6th & 7th photos show the parts of the olive plug broken. The 8th photo shows a olive plug with body fluid present. The 9th, 10th &11th photos show a obturator damaged and with body fluid present. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: photos were received for review, however photo review has yet to be completed.

Event description:
It was reported that during an unknown procedure, a part of the device was broken off during use. All pieces were removed out of patient¿s body via the trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient and the patient is stable. No further information is available.